Manufacturer narrative:
The system was used for treatment. A review of kit lot d728 was performed. There were no non-conformances related to this complaint. This lot met all release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for photoactivation module leak and blood pump error alarm. No trend was detected for these complaint issues. Feedback from service order (B)(4) is pending. A supplemental medwatch will be submitted upon receipt of information. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned for evaluation.

Event description:
The customer reported that a blood leak occurred on (B)(6) 2016. She reported the kit had come in a damaged packaging (smashed). The customer did not note any abnormalities of the kit during set up. The kit primed successfully. Following clarification with the customer by the clinical services specialist, it was stated that a blood pump alarm occurred at the end of the third cycle and the customer noted a leak at the bottom of the photoactivation module. Treatment was aborted. The customer has elected to not return the kit for investigation. Service has been requested.

Manufacturer narrative:
Service was dispatched ((B)(4)). The unit was verified to be free from contamination and a system checkout was performed. The complaint issue was resolved with service. (B)(4). T.d. (B)(6) 2016. Device not returned to the manufacturer.